Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model r51lxp, serial number/date code (B)(4) is approximately two years old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Event description:
(B)(4). The dealer reported that the r51lpx power wheelchair spj joystick went into a slow speed without command. There was no patient injury reported.